Event description:
It was reported that during a lung resection procedure, the surgeon was using a tct75 and the staple arrow didn't close properly. It did not appear that there was too much tissue between the staple. There was no pt consequence.